Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs systems, the cervical system is being reported. Additionally, the pt received 2 cervical scs leads with the same lot number. It was reported the pt began dropping things which resulted from her scs lead migrating. F/u identified the physician steered the scs lead into the proper position which resolved the issue.